Event description:
The customer reported experiencing unexplained high glucose for the past three days. The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of over 700mg/dl. The customer was experiencing unexplained high glucose for the past four days. The customer stated that she was vomiting and the insulin pump alarmed motor error. Troubleshooting was performed. Reviewed the alarm history and found several motor error alarms. The customer stated that she change the infusion set to resolve the issue. Ran a fixed prime and high pressure test and they passed. Performed a displacement and self test and both tests passed. Advised the customer that the insulin pump will be replaced. The customer's most recent glucose reading was 166, and she has treated with the insulin pump and manual injections. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.